Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the motor board to address the reported issue. The motor board was sent to carefusion for failure analysis and is currently being evaluated. Once the results become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that while attempting to ventilate a patient prior to a transport, the ventilator would stop ventilating the patient when he coughed or had a spontaneous breath. The ventilator alarmed hw fault, then after pressing the silence/reset button, it would continue to ventilate the patient. This issue happened throughout the transport. The customer reported that there was no patient harm associated with this complaint.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer¿s reported issue of the ventilator not ventilating during testing and evaluation. During an initial bench test and calibration test, the motor board went into a hw fault, home error, and produced a constant disc/sense alarm with a golden testing unit. The ventilator failed the calibration test on the motor drive test. Visual inspection did not reveal any anomalies, but further component testing found the motor board had drifted and shorted which cause the hw fault.